Event description:
It was reported that bd vacutainer® no additive (z) plus tubes decapper only removed the outer part of the cap. No patient impact was reported and the affected lots are five tubes 3027486 and one tube 2326077. The following information was provided by the initial reporter: customer states decapper was only able to remove the outer part of cap quantity received and quantity affected: lot # 3027486 (5 affected), lot # 2326077 (1 affected).

Manufacturer narrative:
The following fields have been updated with corrected information: e.1. Initial reporter addr 1: (B)(6). The following field was corrected as it is not applicable: e.1. Initial reporter state: enter your selection here. H.6. Investigation summary: bd received 2 photos from the customer in support of this complaint. 29 retained samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided, however, r&d retained samples test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that bd vacutainer® no additive (z) plus tubes decapper only removed the outer part of the cap. No patient impact was reported and the affected lots are five tubes 3027486 and one tube 2326077. The following information was provided by the initial reporter: customer states decapper was only able to remove the outer part of cap quantity received and quantity affected: lot # 3027486 (5 affected), lot # 2326077 (1 affected).

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3027486, d4. Medical device expiration date: 30-jun-2024, h4. Device manufacture date: 27-jan-2023. D4. Medical device lot#: 2326077, d4. Medical device expiration date: 30-apr-2024, h4. Device manufacture date: 22-nov-2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.